Event description:
A physician reported following the intraocular lens implantation the patient had experienced poor quality vision both in near and distance vision. Hence the lens was explanted in a secondary procedure and was replaced with an unspecified monofocal lens. Additional information has been requested and received stating that the physician was not sure if the product had caused the event. There was no harm to the patient. The patient was not hospitalized for the event.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The product investigation could not identify a root cause for the reported complaint of "poor quality vision, explant". Information was provided that the sample will not be returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Qualified associated products were used. Information was provided that the company 22.0 diopter (1.5 extended depth of focus) lens was removed and replaced with a non-company monofocal lens (li61o 22.0 diopter). This information of replacing extended vision lens to a monofocal lens of the same diopter suggests that the monofocal replacement lens model was an improved selection for this patient's vision needs or preferences. Follow up attempts were made for more information. No further information has been provided. If additional information becomes available in the future, the file will be reopened and updated the manufacturer internal reference number is: (B)(4).